Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, tubular, a bifurcation lesion, 2.13mm vessel diameter, 20.64mm in length, a 53% stenosis and type b1. The lesion was pre-dilated with a 2.5x10mm cutting balloon at 12 atm of unk duration. A cypher 2.5x18mm stent (stent #1) was implanted at 12 atm for 31-60 sec. An additional cypher 3.0x18mm stent (stent #2) was implanted at 18 atm for 31-60 sec. At the proximal end of the previously implanted cypher without a gap. The stents were not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 7%. Ivus was done. Eight months after the index procedure follow-up coronary angiography was done and the stents were reported to be patent. Ae #1 approx 25 and 1/2 months after the index procedure coronary angiography was done and a focal 90% restenosis was noted in the proximal end of the proximally implanted cypher 3.0x18mm stent (stent #2). A 75% stenosis was noted in the distal end of the distally implanted cypher 2.5x18mm stent (stent #1). The pt was not symptomatic. The restenosis of the proximal cypher was treated with implantation of a cypher 3.0x13mm stent at 16 atm of unk duration. The restenosis in the distal stent was treated by implantation of a cypher 2.5x18mm stent of unk duration. The residual stenosis was 0%. Please note that device (lot #unk) is distributed outside the united states, however it is similar to the united states product. The products are not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one three products used for the same pt. Please reference MFR report 9616099-2007-00413 and 9616099-2007-00144 and 9616099-2008-00052.

Event description:
The report from the affiliate indicated that the pt was included in a clinical study. The pt had two cypher stents implanted during the index procedure. The pt had a previously reported adverse event (ae#1) of restenosis approx 25 and 1/2 months after the index procedure. This restenosis was treated by implanting an additional cypher 3.0x13mm stent (stent #3) proximally and an additional cypher 2.5x18mm stent (stent #4) distally. Ae #2: approx 33 months after the pt's index procedure the pt complained of chest pain. Coronary angiography was done and a 75% restenosis was noted in the cypher 2.5x18mm stent (stent #4) implanted in the mid left anterior descending (lad) target lesion that was used to treat the pt's first restenotic event (ae#1). There was no intervention done at this time. Approx ten weeks later, coronary angiography was done again and the restenotic lesion in the mid lad stent (stent #4) had increased to a 90% stenosis. The mid lad restenosis was treated by balloon angioplasty using a 2.5x15mm balloon at 22 atm/duration unk. A new 90% de novo lesion was also noted in the first diagonal branch. The diagonal lesion was treated by balloon angioplasty using a 2.25x15mm balloon at 16 atm/duration unk. The residual stenosis for both lesions was 0%. No additional info is available. The physician's comment was that he cannot deny the relationship between the event and the cypher stent implanted in the mid left anterior descending (lad) target lesion.